Event description:
Rptr writes: "in january 1997 I spent a two week course period studying the anatomy, physiology, pathology and a treatment program on the lymphedema problem. Citations were made about decompression devices versus manual care in the u.s. And europe. In europe some countries have laws controlling the use of these decompression devices for lymphedema. This I believe might be a valid consideration by your team to control such device use with guidelines and/or laws as in european literature. I would be willing to provide you with my educational source if desired or needed. Thank you for your letter of response."